Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
A vns programming physician reported that their patient had a dcdc 0 on their systems diagnostic testing. Review of internal programming history showed the following system diagnostic testing results: on (B) (6)2004 9:0: dc=3, (B) (6)2004 9:13: dc=0, (B) (6)2004 1:58 dc=2, (B) (6)2006 1:39: dc=0. Date of implant the dc code was at 0, on (B) (6)2004, it had gone back up to a 2. Then in 2006, it was found that it had dropped to a 0 again. The patient had full revision surgery and the explanted products are being returned for product analysis.